Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: an additional phone # was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd ultra-fine¿ nano pen needles experienced difficult device operation. The following information was provided by the initial reporter: to inject, it looked like it was a kind of lock to spin.

Manufacturer narrative:
H6: investigation summary customer returned several images of 4mm, 32 gauge pen needles from lot 1048083. The images returned show a limited amount of information. A full inspection and testing of the condition of the pen needles cannot be performed. While some insulin is seen at the tip of the pen needle, this is most likely the result of residual pressure on the system and not the pen needle itself. One of the pen needles has bent at its base, which may be the result of stresses applied during use. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the images received, embecta was able to confirm the customer¿s indicated failure of needles bending. The most likely root cause of the needle bending is stress placed across the length of the cannula during use.

Event description:
It was reported that 10 bd ultra-fine¿ nano pen needles experienced difficult device operation. The following information was provided by the initial reporter: to inject, it looked like it was a kind of lock to spin.